Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Tutrone, rf., schiff, w. (2020) early patient experience following treatment with the urolift prostatic urethral lift and rezum steam injection. Canadian journal of urology 2020; 27(3):10213-10219.

Event description:
It was reported to boston scientific via an article published in the canadian journal of urology that a study was conducted to evaluate early postoperative patient experience following treatment with two minimally invasive surgical therapies (mists) for benign prostatic hyperplasia (bph): the urolift prostatic urethral lift (pul) and rezum steam injection. This study included 53 patients, 30 of these patients were treated with urolift and 23 patients were treated with rezum. The patients were followed up with questionnaires 2 months post procedure. Following the procedures, it was observed there was a significantly higher rate and duration of postoperative catheterization in the rezum group (87% catheterized, average 4.5 days) compared to the urolift group (57% catheterized, average 1.2 days). Approximately 13% of catheterized patients experienced urinary tract infections, and about 40% reported interference with daily activities due to catheterization. Other catheter associated complications included a sense of urinary urgency or bladder spasms, blood in the urine, and pain. Additionally, 17% of rezum patients required de novo medication (alpha-blocker and/or 5 ari) post-procedure to treat their voiding symptoms. Following the procedure, 22% of rezum patients indicated their symptoms were a little worse or poorer in their 2-month questionnaire.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Tutrone, rf., schiff, w. (2020) early patient experience following treatment with the urolift prostatic urethral lift and rezum steam injection. Canadian journal of urology 2020; 27(3):10213-10219.

Event description:
It was reported to boston scientific via an article published in the canadian journal of urology that a study was conducted to evaluate early postoperative patient experience following treatment with two minimally invasive surgical therapies (mists) for benign prostatic hyperplasia (bph): the urolift prostatic urethral lift (pul) and rezum steam injection. This study included 53 patients, 30 of these patients were treated with urolift and 23 patients were treated with rezum. The patients were followed up with questionnaires 2 months post procedure. Following the procedures, it was observed there was a significantly higher rate and duration of postoperative catheterization in the rezum group (87% catheterized, average 4.5 days) compared to the urolift group (57% catheterized, average 1.2 days). Approximately 13% of catheterized patients experienced urinary tract infections, and about 40% reported interference with daily activities due to catheterization. Other catheter associated complications included a sense of urinary urgency or bladder spasms, blood in the urine, and pain. Additionally, 17% of rezum patients required de novo medication (alpha-blocker and/or 5 ari) post-procedure to treat their voiding symptoms. Following the procedure, 22% of rezum patients indicated their symptoms were a little worse or poorer in their 2-month questionnaire.